Event description:
It was reported that during a supply change, the press-and-hold function on the ilet user interface did not respond, no cracks were observed; a forced restart via the app was performed, after which the press-and-hold function operated, and insulin delivery resumed. Investigation included technical troubleshooting with user guidance. Further investigation of this case revealed user interface nonresponse that resolved with cleaning and a software restart, with no device damage confirmed. There was no user reported symptoms and no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no interruption to therapy after resolution. It was concluded that the device functioned as intended after restart and cleaning, and no device malfunction was identified.